Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The patient's parent reported the patient experienced on going signal loss issues. The patient received a signal loss message on her g6 app and her tandem insulin pump stopped delivering insulin, resulting in an increase in blood glucose. Sometime in mid-november 2021, the patient experienced nausea, vomiting and shortness of breath. Her parents checked her ketones which were elevated. A bg was performed which was high (the patient's glucometer does not record any value higher than 500 mg/dl). The parents administered an insulin injection and took the patient to the emergency department. Upon arrival to the emergency department (ed), the patient¿s bg was approximately 636 mg/dl. She was treated with IV fluids, IV insulin, diagnosed with diabetic ketoacidosis (dka), admitted to the intensive care unit (ICU) for three days and released from the hospital on day four. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.